Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported bacteremia is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest product was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2013 [pt] was implanted with a cook celect filter." "In (B)(6) 2017 [pt]'s doctor was concerned the filter was causing bacteremia and had it removed. At that time, his radiologist noted that [pt]'s ivc filter was perforating the wall of the ivc and perforating the common iliac vein." Patient outcome: alleged "[pt] has suffered and ill continue to suffer serious physical injuries, pain and suffering, mental anguish, medical expenses, economic loss, loss of enjoyment of life, disability, and other losses."

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation submitted 28jan2020 is still valid. E3) occupation: non-healthcare professional. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via right internal jugular vein due to deep vein thrombosis and pulmonary embolism. Patient is alleging vena cava perforation. The patient further alleges chest pain, back pain, and upper abdominal discomfort. Burning sensation, bloating, and nausea. Sepsis, increased struggles with diabetes and sudden shortness of breath. Also suffer from confusion sometimes lightheaded, fatigue, weakness, leg swelling poor circulation struggles. The filter has increased problems with my chronic kidney disease, congestive heart failure and artery disease. Physical pain and suffering, physical impairment and incapacity, mental anguish, disfigurement, punitive damages. Per a report from retrieval report (successful); ¿findings: ivc filter, removed intact at completion of procedure. Description of procedure: venogram performed revealing no thrombus in ivc filter and filter adequate position for retrieval attempt. Next, filter snared and captured and removed intact without difficulty.¿ per a report CT; ¿history: dvt/pe. Treated with anticoagulation. Extensive recurrent lle dw in 2013. Lgi bleed at that time. An ivc filter was placed on (B)(6) 2013. Quote 2: questions were raised in 2017 as to whether the patient's filter might be a source of intermittent bacteremia. The patient's filter was successfully removed on (B)(6) 2017. Findings: the patient's ivcf was a cook celect retrievable ivc filter, deployed infrarenal, but quite low, at the l4 level. The anchoring feet are located at the caval bifurcation. No clinically significant tilt. At the time of the 2016 CT study, 3 of 4 primary filter struts were perforating the wall of the lvc, with the anterior strut impinging on the overlying portion of the r iliac artery. The medial strut enters the upper portion of the l common iliac vein. No strut fractures or missing components are identified. No caval thrombosis, wall thickening or clot within the filter. No pericaval hemorrhage.¿

Manufacturer narrative:
H6 device code(s): fatigue (1849), weakness (2145), burning sensation (2146), nausea (1970), sepsis (2067), confusion/disorientation (2553), swelling (2091), congestive heart failure (1783), disfigurement (2360). Investigation: the following allegations have been investigated: chest/back pain, abdominal discomfort, burn sensation, bloat, nausea, sepsis, diabetes, shortness of breath, confusion, lightheaded, fatigue, weakness, leg swelling poor circulation, chronic kidney disease, congestive heart failure, artery disease, physical pain, suffering, physical impairment, incapacity, mental anguish, disfigurement, punitive damages. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported chest/back pain, abdominal discomfort, burn sensation, bloat, nausea, sepsis, diabetes, shortness of breath, confusion, lightheaded, fatigue, weakness, leg swelling poor circulation, chronic kidney disease, congestive heart failure, artery disease, physical pain, suffering, physical impairment, incapacity, mental anguish, disfigurement, punitive damages are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.